Event description:
It was reported that from (B)(6) 2025 the item was in use; on (B)(6), the sedative dose was reduced from 7:30 a.m. For a scheduled extubation. At 8:30 a cuff leak was confirmed, and air was delivered, but no pressurization was achieved; when checked, the inflating tube was disconnected. The tracheal tube and inflating tube were fixed together. The tube was extubated by doctor; the patient was not reintubated.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 03 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife. Product is defective or caused serious injury.

Event description:
It was reported that from (B)(6) 2025 the item was in use; on (B)(6), the sedative dose was reduced from 7:30 a.m. For a scheduled extubation. At 8:30 a cuff leak was confirmed, and air was delivered, but no pressurization was achieved; when checked, the inflating tube was disconnected. The tracheal tube and inflating tube were fixed together. The tube was extubated by doctor; the patient was not reintubated.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 03 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife. Product is defective or caused serious injury. Complaint was considered confirmed based on customer narrative of events. A 24 month review was conducted and 4 additional complaints were identified related to this issue. The lot number was provided, and the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.